Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ball bearing was lost in drawer 4.1 and small slide was also fallen out. The fse confirmed that customer had replaced the spare drawer but wanted a replacement. A field service engineer (fse) swapped the drawer with new one to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary railing on drawer 4.1 in the main unit had lost all of its ball bearings, and the small slide had fallen out of the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.